Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the pt presented to the emergency room with a ruptured aneurysm, the physician used a balloon to stabilize the pt. It was reported that the physician elected endovascular for treatment. The aneurx stent graft system was implanted, however, the final angiogram demonstrated a type I endoleak. An aortic cuff was placed but the type I endoleak was not resolved. The physician elected to convert the pt to an open surgical repair. When the physician elected to convert the pt to an open surgical repair. When the physician opened the pt, vessel walls were so thin the physician could see through to the spine. The physician attempted to attach a dacron graft to the vessel, but the vessel was so thin and frail the stitching would tear the vessel wall. The physician used foam gel which is used to clog notes in suture leaks, however, the vessel was too frail. CPR was being performed on the pt during the open surgical repair, but since the physician was unable to treat the pt, CPR was stopped and the pt expired.